Event description:
Boston scientific received information that this right atrial (ra) lead had fractured and with consistent increased in pacing lead impedance measurement which was believed related to patient's fall. Additional information received indicated that impedance value was greater than 2500 ohms. The patient's fall was unrelated to the device and the lead fracture was not identified with an x-ray, fluoroscopy, ect. The ra lead was capped and abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.